Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. It was also noted that there was an issue with the patient's phone, so no transmission was possible at that time. Boston scientific technical services (ts) discussed that device was not part of the advisory and beep for out-of-range (oor) was programmed off. Moreover, boston scientific technical services (ts) discussed possible reason for this issue. The clinician called back and reported that a device check was done. It showed that the explant has been declared. Analysis also showed that no low voltage fault was declared but the device was depleting in a manner consistent with the low voltage capacitors advisory. There were no other suspicious faults or resets stored within device memory. The device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate; it should no longer be relied upon to determine the depletion status of the device. The device was malfunctioning. The device should be replaced and returned for detailed analysis. From the historical daily battery voltage measurement data, the daily device power fluctuations appeared steady. This behavior, however, may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicated with a high likelihood that there was enough reserve for the device to maintain normal therapy functions for its elective replacement indicator (eri) to end of life (eol) replacement interval. This device was explanted. No additional adverse patient effects were reported.